Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the user received an error message and was kicked off. A technical support specialist contacted the customer and confirmed that a disaster recovery was performed at the site and the stations were operating successfully and sent all missing transactions to the customer, resolving the issue. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user received error message and were kicked off. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.